Event description:
It was reported that the universal reciprocating saw attachment wasn't able to block the saw blades. It seems like the spring in the attachment was broken. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on the 04/10/2012. Evaluation of the device observed that the locking mechanism was defective and didn't hold the blade correctly. The attachment has been repaired and returned to the customer.